Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. No root cause has been determined yet. However, the customer stated that they will not return the defective main pcb for evaluation anymore. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the vela ventilator experienced transducer fault during use on a patient and moved to another ventilator. The customer confirmed that there was no patient harm associated with the reported event.